Manufacturer narrative:
Occupation: inventory manager. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a procedure involving repair of a thoracic aneurysm, the valve detached from the hub of a flexor raabe guiding sheath upon removal of another manufacturer's catheter. The other manufacturer's 035 intravenous ultrasound catheter reportedly required an 8.5 french sheath; however, the 8 french complaint device was used. Advancement of the catheter through the sheath was tight, but the device was placed as intended, and images were obtained. Upon removal of the catheter from the sheath, the valve came out of the hub and remained on the catheter. Everything was removed from the patient, and the procedure was completed successfully after replacing the complaint device with another sheath. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Description of event: as reported, during a procedure involving repair of a thoracic aneurysm, the valve detached from the hub of a flexor raabe guiding sheath upon removal of another manufacturer's catheter. The other manufacturer's 035 intravenous ultrasound catheter reportedly required an 8.5 french sheath; however, the 8 french complaint device was used. Advancement of the catheter through the sheath was tight, but the device was placed as intended, and images were obtained. Upon removal of the catheter from the sheath, the valve came out of the hub and remained on the catheter. Everything was removed from the patient, and the procedure was completed successfully after replacing the complaint device with another sheath. Investigation ¿ evaluation: a document based investigation was performed including a review of complaint history, device history record, drawings, the instructions for use, manufacturing instructions, and quality control data. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was made out of specification. The complaint lot was not reported; however, a global sales shipment search revealed a lot as the only lot shipped to the customer that was not expired at the date of the reported event. Therefore, a device history record review of that lot was performed. A review of the device history record found no non-conformances related to the reported failure mode. A database search for complaints on the reported lot found no related complaints from the field. Cook concluded that no nonconforming product from this lot exists in house or in the field. Cook will continue to monitor for similar complaints. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: "warnings¿: ¿if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal.¿ ¿reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance I anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal.¿ ¿precautions¿: ¿in order to ensure device compatibility, choose a sheath size large enough to accommodate the maximum outer diameter of any devices that will be placed through the sheath.¿ ¿all interventional or diagnostic instruments used with this product should move freely through the valve and sheath to avoid damage.¿ ¿instructions for use¿: "sheath introduction: ensure that the inner diameter (ID) of the sheath is appropriate for the maximum diameter of the instruments to be introduced. Using the side-arm of the valve, flush the sheath by filling the sheath assembly completely with heparinized saline. Flush the dilator with heparinized saline." ¿sheath removal¿: ¿insert a wire guide until its tip extends at least 10cm past the tip of the sheath.¿ ¿remove the sheath. Avoid applying traction to the hub during removal. If resistance is anticipated or encountered during withdrawal of the flexor sheath, consider reinserting the dilator and removing the sheath and dilator as a unit.¿ ¿remove the wire guide.¿ ¿how supplied¿ upon removal from package, inspect the product to ensure no damage has occurred. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Cook has concluded a component failure contributed to this failure mode. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.